Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low tidal volume" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the issue was not reproduced by the customer. No further details were provided by the km responder. No further details could be obtained regarding the event, and it could not be determined if any further actions were performed by the customer or if the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.